Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a robotic laparoscopic vats lobectomy, fire was completed. Vessel was closed in with 3-4 mm from vessel to cut line. During firing, vessel was not cut fully by knife blade, but was pushed toward the distal cut line. After opening the staple line was sealed, but oozing. Then, the assistant attempted to cut between the staple lines. The staple line may have been compromised further when the cut was applied, and the artery opened up immediately and bled profusely. A surgical intervention was needed. The event extended the patient hospitalization by 2-3 days. There was a temporary injury. There was blood loss by more than 500 cc. The patient required blood transfusion. The surgical time was extended by more than 30 minutes. The incision was extended by more than 1 inch (2.54 cm).

Manufacturer narrative:
Evaluation summary post market vigilance (pmv) led an evaluation of one device. Visual inspection of the returned products noted that the reload were fully fired. Functionally the reload were loaded into a pmv representative instrument and were cycled without hesitation or binding. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.